Manufacturer narrative:
Failure analysis confirmed the insulin pump had a button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify battery out limit due to button/keypad anomaly. Moisture damage was found on the lcd board.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out limit, and had moisture damage. The customer's blood glucose reading was 160 mg/dl. The customer stated the insulin pump was exposed to moisture; lake water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.